Event description:
Customer reported experiencing several malfunctions with their pump between december and february, though exact dates were unclear. It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer managed to resolve the issues initially by resetting the pump themselves. Tandem technical support took action to replace the malfunctioning pump. Customer will continue to use current pump; will rely on alternate method if necessary.